Manufacturer narrative:
This complaint is not MDR reportable. The actual leakage/malfunction referenced in this complaint did not occur on this device and therefore this is not MDR reportable.

Event description:
It was reported that unspecified bd¿ syringe leaked at the connection site. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked at the connection site. This was discovered during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.